Event description:
The report states that upon plugging the device into a forcetriad generator, no device came up and the generator had a black screen. After rebooting the generator, the device was recognized, but the alarm activated, indicating an incomplete seal. The surgeon replaced the forcetriad with a ligasure generator. Using the same device, the generator gave an end tone after tissue sealing indicating a complete seal cycle, but the tissue was not sealed, resulting in blood loss of about 400cc. The report states that there was no evidence of energy delivery. Because this was an open procedure, the surgeon was able to intervene with no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.